Event description:
It was reported that patient activator was not working properly. Sometimes it would turn on and sometimes it would not. The activator is going to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.